Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure that the device could not cut smoothly and also it had a difficulty to hemostasis. Another like device was used. There was no pt consequence.